Event description:
It was reported that the lead impedances were increased and there was some fluctuation. The lead was explanted and replaced with a new one. No patient complications have been reported as a result of this event. It was further reported that there was high impedance.

Event description:
It was reported that the lead impedances were increased and there was some fluctuation. It was further reported that the impedance was high. The lead was explanted and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.